Event description:
Additional information was received from the patient. The patient reported that they were in the hospital and had a very bad urinary infection. The patient noted that they did not culture and were sent home on levaquin 750 but the infection was resistant so they required vancomycin. The patient stated that they were very distended while they were in the hospital. It was indicated that the infection was still current and the patient had no medications for it. No further complications were reported or were expected.

Manufacturer narrative:
Additional information/review indicated that patient code is no longer applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the urinary tract infection (uti) was not related to the device or therapy and that the patient was currently on treatment for the uti. The hcp reported that the cause of the stimulation turning off was not determined and noted that the device was on when the patient was last in their office. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that she was no longer feeling stim. She felt like it shut off on its own. Patient stated after she had been running to the bathroom, she told her husband to adjust the setting and after he did that, the next thing she had was a bladder infection. Patient did not provide the date of her latest urinary tract infection. Patient stated she just got done with cipro.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.